Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had a new implant placed and it is not working. Patient was on program 2 at 1.2 v and they could feel stimulation in their foot and in the bicycle seat area. The patient was redirected to follow up with their doctor for the following reason: to address therapy not helping the patient. Patient services walked the patient through changing programs. The patient moved to program 3 and was at 0.7 v. No further complications were reported or are anticipated.